Event description:
During the attempted deployment of a stent to a vertebral artery, the stent was mounted on two different balloon catheters, both of which were reported to have ruptured. The vessel was described as having severe tortuosity and a 70% stenosis. The product was prepared as per the IFU. The procedure was finished successfully with two additional balloon catheters. There was no reported patient injury. The manufacturing records for the involved lot were reviewed and the results indicate that the product met quality requirements for product acceptance. The balloon burst pressure tests during manufacturing were found to be pass. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact.